Event description:
The window/leveling feature on imagelink fails to provide all shades of grey beyond a certain point. At that point, the image displays black or white.

Manufacturer narrative:
The root cause investigation has proven the validity of the complaint. As of this filing, cpsi is currently working on isolating the problem within the software code and correcting the issue. Cpsi will provide a follow-up report to the FDA.